Event description:
It was reported that patient presented in clinic for follow-up. It was noted that the atrial lead was exhibiting noise and occasional rv lead noise. It was suspected that some of the noise reversion episodes were caused by external emi, but that other episodes were clearly caused by the leads. The rv lead was also exhibiting high capture threshold and low impedance. The patient is not pacemaker dependent and was asymptomatic. Programming changes were made. The patient will continue to be monitored.

Event description:
New information received indicated that noise continued to be seem on the atrial lead. The patient was asymptomatic during the events. It was suspected that the events may be due to electromagnetic interference (emi) and discovered the events occurred during the night. Isometrics and pocket manipulation was performed to attempt to reproduce the noise, but was mostly unsuccessful. It was not certain as to whether the events could be reproduced completely. No further intervention was performed. The plan is to continue to monitor.